Event description:
Information was received from a consumer and from a patient implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient and consumer were temporarily in houston for other health issues and on the morning of (B)(6) 2016 the patient turned stimulation on but that night the patient could not get stimulation turned off again. The next night the patient felt stimulation stop on its own then on the morning of (B)(6) 2016 he felt stimulation start back up on its own. Stimulation had been going for about 48 hours at the time of the call with the manufacturer on (B)(6) 2016 and was causing the patient's knees and ankles to hurt. The patient had felt stimulation turning on and off without using the patient programmer or recharger. The patient had checked his device with the patient programmer which showed that stimulation was off. The recharger showed stimulation off as well. The patient was to follow-up with a healthcare professional (hcp), and it was noted that another hcp that the patient worked with might be willing to call the manufacturer to page a local manufacturer representative (rep). Additional information was received from a hcp. The hcp was calling from the patient's cardiology office and was asking about getting the stimulator disconnected and if the patient had to come into the office for that. When asked to clarify if the patient requested his device be explanted, the hcp guessed that was probably what they meant. The hcp didn't know the reason the patient wanted the device disconnected. The hcp was transferred to page a rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.